Event description:
Maier, f., lewis, c.j., horstkoetter, n., eggers, c., dembek, t.a., visser-vandewalle, v., kuhn, j., zurowski, m., moro, e., woopen, c., timmermann, l. Subjective perceived outcome of subthalamic deep brain stimulation in parkinson's disease one year after surgery. Parkinsonism <(>&<)> related disorders. Summary: dissatisfaction with subthalamic deep brain stimulation (stn-dbs) despite motor improvements has been observed in parkinson's disease (pd). Hence, we compared patient's subjective perceived outcome 12 months after surgery (12mfu) with clinical measures to identify risk factors of dissatisfaction. Reported events: 1 patient with deep brain stimulation of the subthalamic nucleus (stn-dbs) for parkinson's disease (pd) experienced an infection of the device and was explanted before the 1 year follow-up appointment. It was reported that patients were implanted with model 3389 leads and either model 37601 or 37612 neurostimulators. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. Follow-up to the article's corresponding author has been requested for additional/missing event information. A supplemental report will be submitted if additional information is received. See attached literature article.